Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod. The pod was originally reported for not sure delivering insulin.

Manufacturer narrative:
Kinks were observed in the cannula. The timing and cause of this damage cannot be determined. Fluid path and leak testing found fluid able to flow through the complete fluid path as intended. No leaks or blockages were observed. It cannot be confirmed that the observed damage contributed to the reported event. Download data generated an alarm. It has been more than 5 min after cgm deactivation without receiving pod deactivation command, alarm. No timeouts or drive stalls were observed in the data. The device was reset, and the shelf mode current was measured to be within specification. No other damages or defects were observed during the investigation. The cause of the generated hazard alarm could not be determined.